Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 8780, lot # n573857003, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type catheter.

Event description:
On 2016-02-29, information was received from a consumer regarding a patient who was receiving morphine (lot number, concentration, dose, and dates of therapy was asked, but was unknown) via an implantable pump. Indications for use included non-malignant pain. On an unknown date in (B)(6) 2015, following pump implant, infection was present in the pump pocket and catheter tract; infection was present at both locations around the pump and catheter. The infection was reported to be associated with implant. No diagnostic testing was reported. No patient symptoms were reported and no device malfunction was alleged. Subsequently the implanted system was removed about 10 days later (explant occurred on (B)(6) 2015 according to manufacturer records). No additional interventions were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.